Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. Patient complained about four infusion sets fell off during use. Event took place on 07-may-2024, 22-may-2024, 31-may-2024 and 11-june-2024. The infusion sets were in use for two days. Patient replaced infusion set and resumed insulin succcesfully. No further information available.